Event description:
MFR representative reported physician was unable to remove the stylet from the led once the lead was placed-the plastic piece broke off. Hcp did not want to risk finding the correct location with a new lead so the end of the stylet, close to the proximal end of the lead, was trimmed and the surgery was completed. As a result, no problems with the pt's stimultion were presented. Current the pt is not receiving adequate pain coverage. A follow-up report will be sent when add'l info is received.